Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) intrinsic amplitude is out of range on the left ventricular (lv) lead. The presenting electrogram (egm) showed no undersensing, but intermittent lv loss of capture (loc) was observed. The last in-office threshold measurement was 1.4v (volts) at 1.0ms (milliseconds) with pacing output fixed at 1.5v at 1.0ms. An in-office review of programmed parameters was recommended. The device and lead remain in service. No adverse patient effects were reported.